Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while the device was being applied to the disconnected colon, the white flag of the device of the device broke off. The reload was replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the loading unit was fully applied with the interlock engaged. Additionally, the interlock was noted to be broken. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user attempting to close the jaws of the instrument with the interlock of the loading unit engaged. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.